Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca, m2) using a penumbra system 3max reperfusion catheter and separator. Before the procedure, the patient was given 16,380,000 units of intravenous tissue plasminogen (IV t-pa) and UK was injected. During the procedure, a 3max reperfusion catheter was advanced to the m2 along with a gt 0.016 inch guide wire through a roadmaster guiding catheter 6fr. Aspiration was conducted with a 3max separator. The patient was then given 2,000 units of heparin by injected. After using the 3max separator, the physician observed that radiopaque dye oozed out of the artery. Postoperative computed tomography (CT) showed hemorrhage in the nucleus basalis and deteriorating intracranial hemorrhage. The physician administered one ml of protamine and 50ml of normal saline were injected. Subsequently, the patient expired the same day of the procedure. Physician's comment: the cause of the event was perforation because extravasation occurred after use of the separator. The event was related to the penumbra system. I perforated after injecting t-pa and UK. It deteriorated intracranial hemorrhage, which caused the patient's death.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00314. Device was disposed of by the hospital.